Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction burnt c-cover traced to be component failure, high-energy treatment tool (high frequency) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the gastrointestinal videoscope had a burnt c-cover. There was no patient involvement.